Event description:
It was reported that the right atrial lead had far field r-waves (ffrw) oversensing. When the device atrial sensitivity was adjusted the ffrw went away. Since the patient has a history of supraventricular tachycardia (svt) the physician did not want to undersense that, so the device programming was returned to its original settings. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.